Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier had failed and required maintenance. A technical support specialist (tss) dialed into the station, logged off as carefusion admin, repaired the medication application, set it to auto launch, and then rebooted the station into the carefusion application. The customer tested the system, successfully logged in with the biometric identifier, and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier was malfunctioning and required maintenance. The customer reported that they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.